Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during dwell 2. The patient was not connected at the time of the alarm. The registered nurse (rn) stated that the home patient (hp) disconnected the patient line. The technical service representative (tsr) had the rn cycle the hc, and then go to the alarm log. The hc had system error 2240 (air in line) prior to the system error 2367. The rn would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.